Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer¿s current blood glucose value was 203 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleged over delivery on insulin pump because infusion set did not stopped when patient reached low limits. Troubleshooting was performed. The insulin pump will not be returned for analysis.